Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings/ normal results. The complaint was classified based on customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that his onetouch ultra2 meter has been giving inaccurately high results ¿in the mornings, every day since around (B)(6)¿ when he has been getting ¿grossly high readings of anything from 190 mg/dl all the way up to 300 mg/dl¿ compared to his feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with insulin ¿ self adjuster (lantus and levemir) and stated that on at least one occasion, due to the alleged product issue, he took ¿too much insulin¿ and developed ¿hypoglycaemia¿. The patient did not specify what dose of insulin he took, nor did he provide the date(s) or time(s) that this occurred. The patient reported that, in response to his alleged symptom he had to ¿eat an additional meal¿ as treatment. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurately high result obtained with the subject meter. There is insufficient information to rule out the contribution of the subject meter to the event.